Event description:
It was reported to boston scientific corporation on august 04, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a tracheal stenosis during a tracheal stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician found the edge of the stent was deformed. The stent was partially covered with the stent deployment suture when it was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo was provided by the complainant of the device after removal show the stent loops were bent.

Manufacturer narrative:
Block h6: medical device problem code a0406 captures the reportable event of stent material deformation. Block h10: a deployed ultraflex tracheobronchial covered stent was received for analysis; the shaft was not returned. Visual examination was performed and the stent was found unraveled and the stent wire was broken. Per media inspection of the photo provided by the complainant and visual examination showed the loops of the stent were bending inward. No other issues were noted to the stent. The reported event of stent material deformation was confirmed. The encountered failure of loops bending inward is an inherent design feature of the knitted stent and there has not been any evidence to suggest this feature has had any significant patient impact, thus, this feature is deemed to not pose a patient risk.the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure. Most likely the stent was unraveled and the wire broke during the removal process. Handling of the device and the techniques used by the user during removal of the stent could have caused the damages observed on the stent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a tracheal stenosis during a tracheal stent implantation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician found the edge of the stent was deformed. The stent was partially covered with the stent deployment suture when it was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo was provided by the complainant of the device after removal show the stent loops were bent.